Event description:
It was reported that, during use at the user facility, the user did not use the holster and placed the device on the patient¿s leg, causing a third-degree burn. It was further reported that the pencil was not turned on manually when placed on the patient¿s leg. It was further reported that the procedure was completed successfully, without delay.